Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records which indicated dislocation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 00875706002, shell with multi holes porous 60 mm o.d. Size mm for use with mm liners, lot#: 62355781. Item#: 00771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, lot#: 62356538. Item#: unknown, biolox delta fem head 36 mm +0mm, lot#: 2708226. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent total right hip arthroplasty and experienced dislocation approximately twenty-one months post initial implantation resulting in a closed reduction. The patient experienced another dislocation on an unknown date resulting in a second closed reduction. Patient is currently instructed by surgeon to wear knee immobilizer brace to prevent reoccurrence. The patient is being considered for a revision procedure. A patient matched implant has been requested as the patient has a torn capsule and surgeon believes this is the cause for dislocations. However, no revision procedure has occurred to date. Attempts were made to obtain additional information; however, none is available.